Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using lantern delivery microcatheters (lantern). During the procedure, the physician had difficulty advancing a lantern through a non-penumbra sheath; therefore, it was removed. The procedure was successfully completed using a new lantern and the same sheath. There was no report of an adverse effect to the patient.